Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Record ID#: (B)(4).

Event description:
It was reported by the customer that after 24 hours of intra-aortic balloon (iab) support, cardiosave balloon pump alarmed "leak in iab circuit". Balloon was removed. No harm to the patient.

Manufacturer narrative:
Updated fields: b3, b4, d9, e1 (event site telephone), g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: h6 (medical device - problem code). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the sheath and iab. The 8fr sheath was returned over the catheter tubing. Two kinks were observed on the catheter tubing approximately 75.2cm and 74cm from the iab tip. The extender tubing and three-way stopcock were also returned for evaluation. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and the extender tubing, and no leaks were detected. The iab was placed on the cardiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally, and no alarm sounded from the pump. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d4 (exp. Date).